Manufacturer narrative:
Age/date of birth: unknown. Gender/sex: unknown. If explanted, give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that during implant of the intraocular lens (iol), the haptics were not folded correctly and the haptics stuck to each other and to the optic. There was no patient injury or impairment reported. The lens was successfully implanted. No further information was provided.

Manufacturer narrative:
Manufacturing records for the intraocular lens (iol) were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. Device met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.